Event description:
It was reported that a patient underwent a premature ventricular contraction ablation with a qdot micro¿ catheter and the patient experienced av (atrioventricular) block that required temporary pacemaker. For the procedure of pvc (premature ventricular contraction) adjacent to his, when the ablation was started at 30w targeting the site at least 12 mm away from the supplemental site of his electric potential, the catheter bounced to the atrial side. And the ablation was conducted at the site about 6mm away from the supplemental site of his electric potential. Av block occurred approximately 7 seconds after the start of the ablation. Despite the ablation was stopped, av block persisted. Therefore, a temporary pacemaker was placed, and the procedure was terminated. The pvc was successfully treated. The hospital stay was extended for follow up. Patient improved. The physician's assessment of the health hazard and its involvement with the product was that there was no causal relationship with the products due to the defects and so on. The cause for the occurrence of the cardiac block was because the ablation had been conducted right above the his electric potential. No abnormalities were observed prior to or during use of the product.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 19-sep-2024, bwi received additional information confirming that the atrioventricular block was not disappeared. The patient had a pacemaker implanted and has been discharged from the hospital. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Per internal review on (B)(6) 2024, it was identified that the product investigation results were mistakenly omitted from the previously submitted supplemental report. As the complaint device was not returned, the device could not be analyzed. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31367868l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).